Event description:
Additional information from customer: no additional information was provided regarding the event reported. However, the customer stated, typically when issues are reported to him, they have occurred during set up for a procedure.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation has been completed. The olympus service center confirmed the reported event and flickering due to a faulty cable unit. The unit was found to have a non-olympus cable and non-olympus video connector. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a malfunction of the cable unit. The instruction manual ¿precautions against frozen or lost endoscopic images¿ describes the following. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The customer reported to olympus the device had no picture and it fades in and out. It is unknown where the issue occurred. No patient harm or injury reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.